Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had green color in the lower right corner of the screen. The event occurred during sedation of the therapeutic endocholecystectomy procedure. The procedure was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube - green stain. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: discoloration on the screen occurred due to discolored tube. Should additional relevant information become available, a supplemental report will be. Submitted. Olympus will continue to monitor field performance for this device.